Manufacturer narrative:
Model number/catalog number: sc-8352-50; serial number: (B)(4); batch/lot number: 17919973; model/catalog description:  coveredge x 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Sc-1132 (B)(4). Device evaluation revealed that the ipg performed within specifications. Sc-8352-50 sn(B)(4). Device evaluation revealed that the paddle lead was cleanly cut approximately at 6 cm from the tips of proximal ends. Damage to the device is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No device malfunction was suspected.